Event description:
The facility had sent an infusion pump in for service where a failure code 550:320:675:0000 was discovered by a baxter service technician. Although an attempt had been made by baxter to contact the reporting facility, no additional information was available regarding patient age or status, injury, medical intervention or whether the device was on a patient at the time the condition was reported.